Event description:
Labels are used to mark industrial radiographic film used when performing x-ray inspections on aircraft. The labels must have all identifying info embossed, normally with a ball-point pen, in the grey putty center of the tape. Upon exposure to x-rays, thin areas where writing has been made leave an image of all identifying info on the xray film. In this case, the putty in the label has become so decomposed that it has turned from a gray putty to an off-white powder. Rptr's experience is that this condition normally occurs due to either time since MFR or improper storage and renders the label unserviceable. Very old product. MFR date 6/82, 12/82.